Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box, lot# 73k1800916. Investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that three staplers jammed during the same intervention of a ligamento of the knee.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample was returned with its trigger partially engaged and with a partially formed staple unable to release from the device. The stapler was received with 5 staples left in the cover block including the partially formed staple, indicating that at least 30 staples were fired by the end user. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged to complete the trigger cycle. Upon full engagement of the trigger, the partially formed staple was able to form and release from the device properly. Another attempt was made to fire the device and again, the staple was able to properly form and release. This was repeated three more times with the same result. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "3 dysfunctional staplers, jammed" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler.

Event description:
It was reported that three staplers jammed during the same intervention of a ligamento of the knee.